Manufacturer narrative:
Complete event site name: the 1st affiliated hospital of (B)(6). The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The extender tubing and pressure tubing were also returned. A catheter tubing/inner lumen kink was observed at approximately 58.4cm from the iab tip and an additional catheter kink was also observed at approximately 61cm from the iab tip. Lastly, the extracorporeal tubing was returned cut at approximately 37.3cm from the iab tip. The missing piece of the tubing was not returned. The evaluation confirms the presence of kinks as an as analyzed failure. However, we are unable to conclusively determine when these kinks may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00076, a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.